Event description:
A home patient's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during fill 1/4 of their automated peritoneal dialysis therapy. Reportedly, the hp had previously received 2240 alarm during initial drain, and in response cycled the homechoice machine off/on several times and started a new therapy session using the same supplies. Reportedly, the hp was connected at the time of the initial alarm and didn't disconnect at any point during therapy. Nothing unusual was noted with any supplies, and all unused supply lines were clamped during therapy. Outlet port clamps were used while making spike/port connections. Baxter's tsc assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident, per the home patient.